Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. The patient was hospitalized for fourteen days prior to being discharged. At the time of this report, the patient was recovered from peritonitis. The dosage for the pd therapy was maintained. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.